Event description:
A vaxcel mini port was being placed for therapeutic purposes. During catheter insertion, the peel-away sheath could not be peeled and the wings broke off. It was reported the crimping line was absent. The physician used a surgical tool to peel away the sheath and was able to finish placement.